Event description:
A ventilator was returned to a third-party service center for service for evaluation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the central processing unit could not communicate with the flow sensor using the 12c bus was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device was scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039. Additional findings not related to the malfunction/issue: the accessory port cover is missing.